Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's battery life decreased. There was no reported adverse impact to the customer. The customer declined follow up contact from tandem technical support regarding the issue, therefore no additional information or clarification could be obtained.